Manufacturer narrative:
Additional information: h6 (device codes). Investigation conclusion: the customer reported complaint of the keypads being replaced due to the device turning on and off by itself was evaluated. Test results identified that the ac indicator light illuminated after plugging in the power cord. All keys on the keypad worked as intended. No faults found. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: external and internal inspection was performed on (qty 1 printec ,p/n: tc10013664). During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text: only a keypad was provided for the investigation.

Event description:
It was reported after an infusion was completed that there was a defective pcu (8015) keypad that resulted in the device turning on and off by itself. There was no patient harm. The issue was noted after patient use.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported after an infusion was completed that there was a defective pcu (8015) keypad that resulted in the device turning on and off by itself. There was no patient harm. The issue was noted after patient use.